Manufacturer narrative:
This report is submitted on december 13, 2022.

Event description:
Per the clinic, open circuits were noted on 3 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 27, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on march 07, 2023.